Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing integrity counter (sic) lifetime count 157 cumulative ventricular-sic counts. T-wave oversensing seen on episodes 100 and 102. Concomitant product: d224trk, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead pacing and sensing lead exhibited nonphysiologic oversensing with sensing integrity counter (sic). No intervention was attempted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.